Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken screw. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken screw. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery using a patella tendon autograft the device broke in the femoral socket during insertion. The 7mm taper was delivered before screw insertion. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.